Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s leads were fractured. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had multiple contacts with high impedances. The patient's lead replacement procedure was due to fall. The explanted device was not returned to bsn.

Event description:
A report was received that the patient¿s leads were fractured. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s leads were fractured. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate stimulation prior to revision and was getting adequate coverage after revision.

Event description:
A report was received that the patient¿s leads were fractured. The patient underwent a lead replacement procedure.